Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. No product returned.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in an ercp on (B)(6) 2022. According to the complaint, during the procedure the nurse deployed a resolution 360 clip and the clip deployed. When it deployed the clip did not close and 'miss-fired'. Given that the clip was open the physician did not feel comfortable letting it pass so it was removed via a roth net and another clip was placed. It was noted the procedure was completed with another resolution 360 ultra clip device. The patient condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the nurse deployed a resolution 360 clip and the clip deployed. When it deployed the clip did not close and 'miss-fired'. Given that the clip was open the physician did not feel comfortable letting it pass so it was removed using a rothnet and another clip was placed. It was noted the procedure was completed with a resolution clip device. There were no patient complications reported as a result of this event. Additional information received on june 8, 2022: it was clarified that the clip was unable to close and lock onto tissue, thus the clip deployed open inside the patient. The device was used for clipping the ampulla. Note: it was reported that the clip was used with a duodenoscope; however, per the resolution 360 ultra clip instructions for use (IFU), the device is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm.